Event description:
It was reported that the size 5 implant sat proud to the broach (reported as 1/2 inch proud). No additional information was provided.

Manufacturer narrative:
Device remains implanted, and is not available for evaluation.